Manufacturer narrative:
Investigation: the investigation was carried out visually and a functional test was performed. The connectin pins are no longer according to the specifications, since they are deformed, most likely caused by a drop. Due to these damages, a proper mounting of the disposable tube set fk888su can no longer be guaranteed. The functional test was carried out successfully, but the set could only be assembled with high forces. Without a correct connection of the tube set, the function of the kairison bone punch will not be according to specification. Conclusion and root cause: based on the information available as well as a result of our investigation, the root cause of the failure is most probably related to an insufficient usage. No CAPA is necessary.

Event description:
Country of complaint: (B)(6). Io would no engage shaft.